Manufacturer narrative:
The vessel sealer instrument has not been returned to isi for failure analysis investigations, therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the vessel sealer instrument is returned (post failure analysis) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted right hemicolectomy procedure, it was reported that intraoperative coagulation was insufficient. While there was no report of any patient harm, adverse outcome, or injury, recurrence of the reported sealing issue could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, intraoperative coagulation was insufficient with the vessel sealer instrument. The planned procedure was completed and there was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that there was no bleeding. The tissue was prepared normally and there was not excessive tissue grasped. The vessel sealer instrument did not seal sufficiently and at one instance, it did not seal at all. There were no audible beeps observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was not able to replicate the reported complaint. The instrument was placed on an in-house system and passed energy activation. The instrument passed the electrode gap test and the gap was found to be within specifications. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.